Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 4.5 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed chronic drainage from the driveline. Infection was reportedly "questionable" and cultures of the drainage were pending. The patient was started on a broad spectrum antibiotic. No additional information was provided, including the results from the culture.